Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the issue was not established as no product or logs were returned and insufficient information was provided.

Manufacturer narrative:
B1/b2, b5, and h6 updated. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "care was withdrawn on this patient and pump was not explanted. Device is not available for return."

Event description:
An impella 5.5 was placed via surgical right axillary/subclavian arterial access in a 74 year old male for ami/cgs. The patient¿s comorbidities are known cad, diabetes mellitus, and renal insufficiency. The patient¿s clinical state prior to initiation of support was documented as scai shock stage e. Initially, two days prior, an impella cp was implanted and then explanted the same day following pump stop and purge pressure high alarms; attempts to restart the pump were unsuccessful and a new cp was placed (B)(4). The second impella cp was subsequently bridged for more durable support to the impella 5.5 and an impella rp flex. The following day, the impella rp flex device was removed after low pump flow in the setting of suspected clot ingestion during transport (pc-002091250). The next day, during impella 5.5 support, the patient¿s plasma free hemoglobin level was 300 mg/dl and ldh 1200 u/l consistent with hemolysis. Imaging confirmed appropriate pump position, and there was no contact with the mitral apparatus. No anatomic cardiac abnormalities were reported. It is unknown whether there was organ damage. The patient remains on impella 5.5 support at the time of reporting and survival outcome at explant is to be determined. Hemolysis is a known risk associated with impella 5.5 as described in the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.